Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2022. No pump off was noted. Log file review confirmed the driveline fault on (B)(6) 2022, but it was not seen anywhere else in the log, indicating it was not a true driveline fault. The driveline wire data showed the monitored wire in phase 1 was running on the low side but not enough to trigger driveline fault events. The patient's primary and backup controllers were exchanged. Additional log file review found that the driveline wire data was the same as the original controller. There were no further driveline faults were observed following the controller exchange.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a driveline fault event was confirmed via analysis of the submitted log files. The log files contained approximately 14.5 days of data combined ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). A driveline fault alarm activated on (B)(6) 2022 at 10:36:21 due to phase 1 being measured lower than phases 2 and 3; the alarm resolved on its own shortly after activating. The pump maintained a speed above the low speed limit throughout the log file. Additional log files were submitted for review; the log files were associated with the patient¿s new controller. The log files contained approximately 6 days of relevant data combined ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured the driveline being first connected to the controller on (B)(6) 2022 at 11:53:30; this indicates that controller, serial number (B)(6), was exchanged shortly before these events were captured. The driveline fault alarm was not reproduced throughout the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2021. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.